Manufacturer narrative:
On previously submitted report a trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, "service required" error codes were found in the ventilator's downloaded error log related to vpowerfail_ failure and vpowerfail oscilating_failure. The device's system board needs to be replaced to address the issues. Also, the device failed a test step for active exhalation proportional valve during testing. The device's active exhalation control module needs to be replaced to address the issue. Additionally, pollen filter must be replaced due to preventive maintenance which was not related to device malfunction. Section reporter country has been updated/corrected in this report.

Event description:
A trilogy100 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code (cell undervoltage) was found in the ventilator's downloaded error log. The device failed at red alarm test, yellow alarm test, led. In addition, the device failed a test step (neg flow verify) during testing. The device was returned to the customer unrepaired. No particles were observed.